Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete

Event description:
It was reported that the patient's shower bag filled with water while they were showering, despite the customer reporting that the shower bag had been used correctly by the patient. The system controller was wet but received the least amount of water due to being at the top of the shower bag. The batteries and battery clips at the bottom of the shower bag were submerged in water. Multiple audible alarms were heard by the patient, which resolved after they dried the equipment, but no alarms were found during their clinic visit, and no further alarms were heard. The patient was asymptomatic throughout the entire event, and no changes were made to the controller. There was no damage to any of the equipment. Event log files were submitted for review and captured routine events despite the water exposure.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of fluid ingress into the heartmate gogear shower bag could not be confirmed through this evaluation as the product was not returned for evaluation. Log files were submitted for review and captured routine events. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas) support with no further reported events at this time. The relevant sections of the device history records for the gogear shower bag, lot number 8318642 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the patient handbook, ¿equipment maintenance¿, instruct the user to periodically inspect the wear and carry accessories for damage or wear. These sections further state ¿if an accessory appears damaged or worn, do not use it. Contact the manufacturer with questions or to order a replacement, if needed¿. The IFU and patient handbook also provide instructions on using and assembling the shower bag. No further information was provided. The manufacturer is closing the file on this event.